Manufacturer narrative:
Additional information received from investigation confirmed no fracture/ malfunction occurred in the returned device. Dental implant was most likely removed due to improper planning during implant placement with no identified performance issues on the device. See investigation results below. Tapered screw-vent implant (tsvb13) and one unknown locator abutment were returned for investigation. Per complaint description, the denture attached to the implants had broken ¿ that denture was not returned. There were no allegations against the locator abutment; the investigation was conducted only on the implants, denture and associated event. Visual evaluation of the as returned implants identified minimal signs of wear/use (nicks and bone residue) around the external threads and no apparent signs of malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the products and event. Pre-existing condition noted on the per was moderate bone density type ii. The reported devices had been placed on tooth # 9 for approximately 2 years. X-ray or picture images were not provided. DHR review for the lots (63925737) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lots (63925737) and no similar event or complaint was found. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the denture that reportedly fractured was not returned. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is improper placement of implants, clinician error or patient factors, overloading and bruxism. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h6: entered evaluation codes h10: added manufacturer narrative

Event description:
Additional information received from investigation confirmed no fracture/ malfunction occurred in the returned device. See h10 for details.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter email address: not provided. Additional 510(k) number: k011028, k013227.

Event description:
It was reported that a denture attached to the implant fracture due to implant being ill fitted. Implant was removed and patient will come back for implant replacement. Tooth location 9.